Manufacturer narrative:
Pump alarmed critical pump error after battery installation. Unit successfully downloaded using thump. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to electronic stack, force sensor, vibration harness assembly, keypad flex cable pins, and motor pins during visual inspection. No flashing medtronic logo or pump error 43 alarms noted during test due to critical pump error. Verified in the pump history download the pump alarmed pump error 43 on (B)(6) 2024 11:28:23.000 due to corroded motor home switch. Moisture damage noted to the pcb1 board or pcb2 board during visual inspection. The following were noted during visual inspection: corroded motor home switch, scratched case, pillowing keypad overlay, corroded battery tube, and cracked keypad overlay. The p-cap/reservoir does lock properly. No pump error 43 alarms noted during test. However, the pump history download confirmed the pump alarmed pump error 43 due to corroded motor home switch. No flashing medtronic logo noted during testing dur to critical pump error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43(an error in the motor was detected by reading unexpected value from hall sensor), flashing medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer was not able to clear the error. The customer reported a flashing medtronic logo on the screen that was not a single flash. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.